Event description:
It was reported that within a month of implant, both the right atrial (ra) and right ventricular (rv) leads had dislodged. It was indicated that the patient may have returned to work and resumed heavy lifting too soon following implant. The ra and rv leads were both repositioned and both remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.